Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported loss of power. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device lost power. The patient was being monitored and there was no report of defibrillation therapy being needed. The customer indicated that they did not know the battery levels at the time of the event. There was no report of any adverse outcome to the patient as a result of the reported issue.